Event description:
Per independent repair center statement the units alarm would not function. The key failure was the power switch had no alarms. Additional malfunctions include the sieve beds had low o2.